Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1258244) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. The meter's date of manufacture is unknown. (B)(4). The actual date when the event occurred is unclear. (B)(4).

Event description:
Customer reported a port issue and noted that three days prior to calling customer service on (B)(6) 2012 she was unable to perform a test using her adc blood glucose meter because when she inserted a test strip or pressed the button all that happened was a beeping sound, but nothing showed up on the display. Customer further report experiencing "lightheadedness" and noted she "was not hearing right". Customer indicated the problem with the meter actually started several weeks prior to her calling. Customer denied self-treating. Paramedics were called and upon their arrival received a reading of 264 mg/dl on their unknown brand of meter. An intravenous infusion of unknown type was initiated and customer was transported to a local healthcare facility. Upon arrival a subsequent reading of 464 mg/dl was received. Customer was diagnosed with hyperglycemia and treated with an unspecified amount of insulin. There was no report of death or permanent injury associated with this event.